Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. The handles could not be fired. There was difficulty loading the reload onto the adapter. No patient involvement.